Event description:
Customer reported an unexpected negative reaction on the echo.

Manufacturer narrative:
Reactivity of the k antigen was confirmed on retention capture-r ready screen (3) (crrs), lot r046, and capture-r ready ID (crrid), lot id114. These lots were used by the customer at the time of the event.